Manufacturer narrative:
The cycler was returned to the manufacturer for analysis. Visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. Two simulated treatments were performed using the received cycler, and there were no unexpected alarms or problems that occurred during testing. The valve actuation test, system air leak test and patient sensor calibration check passed. Load cell value and verification were within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All pertinent information available to the manufacturer has been provided.

Manufacturer narrative:
(B)(4). All information available at this time has been provided.

Event description:
A patient on peritoneal dialysis (pd) on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) reported the cycler was draining slowly during every drain on the treatment and treatment record showed very high drain volumes. Drain 0: 88ml, fill 1: 2009ml, drain 1: 4487ml, fill 2: 1996ml , drain 2: 2355ml, fill 3: 1997ml, drain 3: 2328ml. Treatment data reported from (B)(6) 2015 revealed an episode of increased intraperitoneal volume (iipv), where 4487ml drained during drain 1 was approximately 223% of the expected drain volume. The patient indicated there was no adverse effect or any medical or surgical intervention associated with the event. The patient stated they experienced supply bag lines blocked message during dwell 3 and was advised to perform a drain. The cycler was replaced and the patient's pd nurse confirmed the patient was dong well and able to continue with pd therapy with no further issues. The issue was resolved with the replacement cycler. No further information has been provided.